Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm and external ram crc error. Customers blood glucose value at the time of incident was unknown at the time of incident. Customer stated alarm occurred 4- 5 times. Customer was able to clear the alarm and rewind the insulin pump. The unexpected restart alarm was recurring during normal use. Customer was declined for external ram crc error. Troubleshooting was performed for unexpected restart and insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error and external ram crc error noted during test.